Event description:
It was reported from the retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. Aprox 5 1/2 months following placement of a 10mm x 40mm rx wallstent permalume stent across the ampilla for management of a benign biliary stricture and stone burden, the pt returned for a scheduled stricture revision at which time proximal migration of the stent was noted. Upon attempting to remove the stent with a rat-toothed forceps, the stent adhered to the distal bile duct and was unable to be removed, the stent was able to be removed via balloon dilation. The event resolved with the removal of the stent. It was noted that the event was "mild in severity and definitely related to the device, but unrelated to the procedure". It was believed that the duration of the stent indwell negatively affected the attempted removal.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.